Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd phaseal¿ protector p14j was found leaking¿ from the side of the connection. ¿there is no report of injury or medical intervention.

Manufacturer narrative:
Investigaton summary: the customer complaints about the leakage between the protector and the vial. The sample has been evaluated by (B)(6). According to the report received, the leak is confirmed. However, once they reconnect the protector no leak is found. It seems that the protector was not properly assembled to the vial. In this case, as the lot is unknown, device history record and retained samples cannot be checked. During manufacturing process several tests and inspections are carried out to avoid faulty parts. The customer complaints about the leakage between the protector and the vial. The sample has been evaluated by (B)(6). According to the report received (28/feb/2018), the leak is confirmed. However, once they reconnected the protector no leak is found. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(4). Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed according to (B)(4) current version. During assembly process, the operator performs the following inspections and tests according to (B)(4) current version: -it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. -visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. -overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. -film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. -functionality test is performed to ensure properly work of the protector. -hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion: leak was found between the protector and the vial. However, after being reconnected no leak is found. Instructions must be followed in order to obtain the best results with phaseal devices. It is very important that the protector is always attached vertically to the vial. In this case, as the lot is unknown, DHR and retained samples cannot be reviewed. Leak was found between the protector and the vial. However, after being reconnected no leak is found.